Manufacturer narrative:
(B)(4). Analysis of returned device. The front grip event was confirmed; the front grip was detached from the delivery system. The root cause of the event could not be determined. The positioning difficulty event could not be confirmed because it took place in-vivo. The root cause of the event could not be conclusively determined; however, was likely related the severe tortuosity.

Event description:
An endurant stent graft system was attempted to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient had severely torturous iliac arteries. The physician attempted to advance the device several times with no success. A 16 french dry seal sheath was then placed. The physician attempted to place the device through the sheath and observed that the graft cover on the device was starting to retract. The device was removed from the patient un-deployed and it was discovered that the gray part of the handle was broken. The physician successfully completed the procedure by implant of an endurant 16/16/124 and a 16/16/82 extension. No clinical sequelae were reported and the patient is fine.